Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient experienced a loss of therapeutic effect and met with the manufacturer's representative on feb. 2nd who discovered therapy was turned off. Patient states the rep suspected therapy got turned off from walking through a metal detector but patient was not certain. The rep already turned therapy back on which resolved the issue.